Manufacturer narrative:
The device remains implanted. The event of "wound break down (minor) and discharge" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. These events are being reported because medical intervention was required, although device-relatedness has not been established. This event is reported against the left side, and is the same event and the same patient reported under MDR ID #3008374097-2014-00095 (allergan complaint pr# (B)(4)).

Event description:
Healthcare professional reported a recurrence of wound dehiscence beginning (B)(6) 2014 in the left breast. The patient required hospitalization for treatment.

Event description:
Healthcare professional reported implantation of seri with a concomitant cohesive silicone gel breast implant on (B)(6) 2013 during primary breast reconstruction. Post implant on (B)(6) 2014, the patient experienced bilateral "wound break down (minor) and discharge" requiring hospitalization. Concomitant breast device was explanted and replaced on (B)(6) 2014. Seri device remains implanted. Patient was additionally tested with oral ciprofloxacin and paracetamol.